Event description:
It was reported to philips that the device's co2 is intermittently shutting off and on. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device's co2 is intermittently shutting off and on. There was no patient involvement. The device was sent in for bench repair to be evaluated by a bench engineer. Upon evaluation of the device, it was determined that the therapy pca and co2 module assembly required replacement. The parts were ordered. Upon conclusion of the evaluation, it was determined that the therapy pca and co2 module assembly required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. Bench repair replaced the parts and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is warranted at this time.